Manufacturer narrative:
This report is submitted on october 05, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed a wound infection at the implant site, exposing the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on november 7, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). This report is submitted on march 19, 2024.